Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cramping and infection. The cause of the peritonitis was unknown. On the same day as the event, the patient was hospitalized for the peritonitis. On the same day, the patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Four days after admission, the patient was discharged from the hospital. Action taken with therapy is unknown. At the time of this report, the patient is recovering from peritonitis. No additional information is available at this time. This is report 2 of 4.